Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, error message was populating when user attempting to remove multi component order containing med identification numbers. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had invalid multi-component order error. The technical support specialist (tss) followed the knowledge article "multi-component order troubleshooting" and identified the issue using user latest example. The med ID (B)(6) had a combo medication assigned, which is not allowed for multi-component orders. The tss sent an email to user with guidance on troubleshooting multi-component orders. The system functioned as intended after the technical support specialist troubleshot the issue.